Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported one of the leads was severed. The physician replaced it successfully. The patient was receiving good coverage at the time of this report. The manufacturer representative (rep) was scheduled to see the patient on (B)(6)2014 for a follow-up visit.

Event description:
It was reported that patient had pain for the last 3 days. She had been in extreme pain from her left hip to her knee. She hadn¿t felt stimulation for at least that long if not longer. She fell months ago, but nothing happened after that. The patient increased stimulation from 0.60v but still could not feel tingling. The patient recently turned it up to 1.0v but could still not feel any stimulation. The patient met with a manufacturing representative 4 days later. They tried turning it up to 5 and she didn¿t feel anything and impedances were checked. There was one bad lead. On the 8-15 side, electrode 9 was 2466 and the rest were all >3600 ohms. The patient was using 13, 14, and 15. X-rays were taken. It was noted that patient had one lead that was not connected. They thought the leads were probably in the wrong spot and the healthcare provider (hcp) didn¿t improve placement. The patient had pain in her left hip and just the upper part of her high left sciatic, and the worst pain was right at where the hip joined the upper part of her left leg down to the knee. The lead on the right was really great coverage for her right leg, but the lead on the left was the only one the patient had ever used and only place she had ever had pain. It was noted that the patient had two hip replacement surgeries in the past. She had hip replacement surgery after the implantable neurostimulator (ins) was put in, but after the left hip replacement was done they did a right hip replacement and ever since these replacements was when her left hip pain had gotten worse. The healthcare provider (hcp) was going to replace both leads and the ins. The surgery was set for (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.